Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an errhwtt was displayed on the receiver. No additional event or patient information is available. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd screen damage. Pictures were taken. A receiver charge test was performed and passed. A receiver boot test was not performed and failed due to lcd screen damage. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.